Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka). The patient's omnipod personal diabetes manager (pdm) would not start, displaying only a white screen and not allowing to deliver commands to the pod. At the hospital, the patient was treated with saline solution and emergency injections.